Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the trocar was inserted into the incision during the dissection on the vaso view hemopro. While attaching the tubing on the trocar it was observed that the co2 was not conducting through the trocar. A replacement device was used to complete the procedure. The hosp did not report any pt effects.